Manufacturer narrative:
All electrical testing is in the specification, the intermittent unresponsive region is observed. A fault is found on this returned touchscreen. This failure was caused by the manufacturing process leaving dead spots on the screen.

Manufacturer narrative:
While servicing the device, the product service engineer (pse) reported that the "ventilator restarted" diagnostic code was found in the error logs. Product service engineer (pse) confirmed ventilator restarted (error 1101) in the event log; however, when an operational check was performed, the error didn't recur. The pse replaced and installed the cpu board for the prevention of recurrence. Unit passed required performance verification tests per philips standards. The central processing unit was received for failure investigation and was tested, and no failures were identified. The 1101 error code could not be duplicated.

Manufacturer narrative:
(B)(6) 2021. (B)(6) 2021.

Event description:
The customer reported that the device misaligned with the touched position on the touch screen. The customer reported there was no patient involvement at the time the issue was discovered. The product service engineer (pse) confirmed the reported problem. The pse replaced and installed the touch screen t to resolve the reported issue. The unit passed required performance verification tests per philips standards.